Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8215999. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although our engineers were unable to duplicate receive a device for investigation; a subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Bd was not able to confirm the customer¿s indicated failure mode because the samples or photos were no received, however, customer reported ¿leakage: connecta¿s drug administration cap has been leaking infusion fluid and patient¿s blood has been to connecta tube and leaked from cap:, this failure mode was detected in others customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59, however, nogales site opened CAPA#629955 to perform an investigation.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "connecta¿s drug administration cap has been leaking infusion fluid and patient¿s blood has been rosen to connecta tube and leaked from cap. Liquid they were using was plasmalyte. No contact with mucosal membranes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "connecta¿s drug administration cap has been leaking infusion fluid and patient¿s blood has been rosen to connecta tube and leaked from cap. Liquid they were using was plasmalyte. No contact with mucosal membranes."